Event description:
The wheel of the walker broke (the plastic at the wheel went off).

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The futura/front fork is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.